Event description:
It was reported that the device was used during a laparoscopic duodnenal switch procedure. It was reported that the device cut and stapled halfway down the cartridge. The device firing lever remained closed and would not open. There was no patient consequence. Another device was used to complete the case.